Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the cartridge canister was cracked. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) level was 155-165 mg/dl.